Event description:
Explantation of january 2003 for a few dysadjustments observed on the valve of a lying pt without explantations. (More info were asked a few times to the neurosurgeon from may 2003 without success).